Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The healthcare professional (hcp) reported a suspected infection with a patient at the implantable neurostimulator (ins) and lead. It was indicated that the suspected infection was at the lower thoracic and ins area. The infection was not confirmed. The patient had the ins implanted for 5 days.